Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor did not going past warm up and a new sensor message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor not going past warm up and a new sensor message displaying is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.